Event description:
A customer reported that they obtained high readings on their precision xtra blood glucose meter. The customer obtained a reading of 104 mg/dl compared to a hospital laboratory reading of 45 mg/dl taken within a 10 minute timeframe. The results when plotted on a parkes error grid and the results fell in the c zone. The difference in the results is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. The customer will not return the test strips for investigation as these have been disposed of. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be submitted if the meter is received.